Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 406 mg/dl. The customer was treated for high blood glucose with manual injection and changed the set. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 393 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. Customer was advised to reinsert reservoir and run manual prime until at least 5.0 units. Customer reported insulin did exit with manual prime. Customer was advised that pump is working as designed and explained the alarm was caused by infusion set/reservoir occlusion.